Event description:
It was reported that the load cartridge phase malfunctioned. A family member reported multiple loss of prime warnings. She stated that she changed the cartridge and the pump pushed all of the insulin out of the pump during the load cartridge phase; she said that the pump did not recognize when the plunger and piston met. The family member attempted the load step two more times with a repetition of the load cart step malfunction. She noted that the patient was not connected to the infusion set during these steps.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.